Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. The device inspection revealed the following: visual examination of the construction received has shown that 3 products are broken. One full ring ø180mm and two static strut. Visual examination of the received static strut 30mm, which is closer to the ring fracture point, shows that it is found broken, the breakage section is at the smallest outer diameter of static strut on the side to the broken full ring. In addition, it is visible that the breakage section is fixed to no movement. All measurements taken are within accuracy. Investigator reviewed the received information together with engineering and noted: unfortunately, we received no information or image of the complete hoffman lrf construct, nor any details on how it was installed on the patient. Therefore, we cannot understand how all the parts were assembled. The assembly with the three broken parts was most likely an unstable construct, and the parts had to withstand a great deal of force, which led to the three fractures. After the fractures, additional stabilizing material was most likely added, such as the two static struts at the ring fracture to stabilize it, and a threaded rod between the broken static struts to further stabilize it. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Although the issue is most likely related to procedure, the root cause could not be conclusively determined. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: ring broke on hlrf frame in patient home. The patient noticed a noise on christmas eve and then attended clinic on new year's eve for review. Decision remains outstanding as to whether or not patient will be revised (adverse consequences). 01/16/2026 - two additional devices were received upon product return. Both devices are broken as well.